Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unknown breast surgery with mentor memorygel, 500cc silicone breast implants which bilaterally have issue with capsular contracture and pain after implantation. Left side has baker grade iii, and right side is unknown. The issue was diagnosed during the physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.

Manufacturer narrative:
Since left device received on 8/28/2019, mentor estimated the date of explantation to be on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on 8/28/2019. Device evaluation completed on 9/6/2019: during evaluation of the sample it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).